Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported the device was not functioning appropriately. The patient reported difficulty breathing. The patient was currently in a penitentiary and was advised to seek the health care professional to follow up for medical attention.

Manufacturer narrative:
Attempts to retrieve additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time, there is no additional information available. If additional information becomes available this report will be updated.